Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that she had changed her infusion set and removed all of the air bubbles from her reservoir, and then she spotted a large one. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the air bubble. The customer confirmed that the pump was not rewound with the reservoir in place. A prime was performed but the air bubble remained. Another prime occurred and the air bubble was still inside the reservoir. The customer mentioned that the insulin was not stored at room temperature, and she was advised to store it at room temperature in order to prevent it from gassing out when it warms in the pump. The customer was advised to change the reservoir and infusion set since they couldn't remove the air bubble. No products were returned and a replacement infusion set and reservoir was shipped to the customer.